Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a failure indicator light on, was confirmed. Error code : 200 was found to be appearing on then device. It was found that the ID pcb was faulty. The device was diagnosed and repaired using spare parts and was found to be working according to specifications. The defective ID board is thus the root cause of the error code displayed by the device. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2020, it was observed that the generator device indicated a failure while in use with the footswitch device. During in-house engineering evaluation, it was determined that error code: 200 was found to be appearing on then device. Another like device was used to complete the procedure. It was not reported if there was a delay in the surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.